Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. What was received was a gauze pad with a sample of what looked to be like a brownish colored substance adhered to it. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that coating issue occurred. A direxion fathom-16 system was selected for use. During procedure, it was noted that the coating on the wire was coming off. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that coating issue occurred. A direxion fathom-16 system was selected for use. During procedure, it was noted that the coating on the wire was coming off. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.